Event description:
This lead displayed loss of sensing and capture at the incision check, one week post implant. The pt was sent for a repositioning for dislodgement. All available information suggests this lead remains implanted. If additional information is obtained, this event will be updated.